Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv 68 patient result with an unusual pcr curve was obtained. Sample was analyzed on cor twice, both times with hpv 16 detected and the rest of the genotypes not detected. Sample was analyzed with allplex hpv28 detection, panel a (seegene) which detected hpv 16 and hpv 68. Sample is reported as hpv 16 and hpv 68 positive. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concerns for the false negative results in the complaint (B)(4), which required review of the customer complaint history, review of the bhr records, and review of the customer provided run files. The customer noted that hpv 16 was consistently being detected for the patient sample when it was tested, but a genotype was not being detected. The customer then tested the sample with the competitor allplex assay from seegene, and hpv68 was detected. The customer provided files demonstrate that hpv 16 was detected for the patient sample with no genotypes detected. Briefly, the testing design for the bd onclarity assay is not simply for presence of the virus, but for clinical relevance and risk of developing cancer. The bd onclarity assay was designed with clinical cut-off thresholds, not analytical cut-off thresholds, meaning that for low positive patient samples, detection is not 100% as those patient samples may not have a significant amount of the virus to indicate pre-cancer or cancer. The goal of hpv screening is not to detect the hpv virus but rather to determine the level of infection that is associated with the development of cin2+ disease as verified by histology. Hpv screening, unlike other viral diagnostics, is designed to detect a level of virus that has an increased risk of pre-cancer and cancer. The clinical cut-off for hpv assays is established in large-scale clinical studies where viral load is compared to biopsy-confirmed endpoint disease (histology), with cin2 as the threshold for clinical management. However, unlike blood viral assays, all hpv assays are qualitative, not quantitative, and there is no universal standard across different assays and technologies. This is further compounded by the fact that cin2 diagnosis is variable across pathology laboratories (which largely explains why there is never 100% agreement between two hpv assays in 2 x 2 table comparisons). This underlines the importance of having a large body of clinical evidence to support the clinical performance of the assay. The performance of the bd onclarity hpv assay has been well documented in over 100 peer reviewed publications including two PMA trials and other large studies with nih and european collaborators. It also is one of the reference standards for establishing meijer criteria for other assays. The seegene hpv assay¿s performance has been validated using meijer criteria but lacks large scale clinical trial data. Moreover, a published head-to-head comparative study with bd onclarity calls into question the clinical cut-off established in earlier meijer criteria validation work (citation: kim m, kim j, park nj-y, park jy (2022) comparison of seegene anyplex ii hpv28 assay with bd onclarity hpv assay for human papillomavirus genotyping. Plos one 17(7): e0267836). This study indicates 2+ clinical cut-off gave best agreement versus the prior established 1+ clinical cut-off. In summary, small differences between different hpv assays are expected when calling clinical positives. Rescreening low positive results with one assay and retesting with another enriches for these events and increases the likelihood of either assay flipping to a different result since the viral load is close to the clinical threshold. The sample type was not provided for this instance, however, testing from liquid-based-cytology (versus vaginal swab samples) is inherently less reproducible around the cut-off due to the heterogeneous nature of the sample which is comprised of sheaths of cells, only a small fraction of which may contain a lesion. Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services and/or bd medical affairs.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv 68 patient result with an unusual pcr curve was obtained. Sample was analyzed on cor twice, both times with hpv 16 detected and the rest of the genotypes not detected. Sample was analyzed with allplex hpv28 detection, panel a (seegene) which detected hpv 16 and hpv 68. Sample is reported as hpv 16 and hpv 68 positive. There was no report of patient impact.